Event description:
Customer states a water system preventative maintenance was performed on their external water system and afterwards experienced problems with c02. A patient generated a c02 result of 7 mmol per l and repeated it on another cobas 6000 which gave 18 mmol per l. A second patient initially generated a magnesium result of 1.1 mg per dl and repeated it on the other cobas 6000 which gave 1.5 mg per dl. Erroneous results were not reported. The field service representative originally determined the water system was faulty and also found the water pump on the analyzer had an airlock. He removed air from the system and verified analyzer operation by performing instrument checks and qc.